Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that upon implanting this device the device did not automatically switch from storage mode. After the device was connected to the competitor leads normal pacing impedance measurements were noted. The next day during a routine follow up it was noted that no pacing was seen on the right ventricular channel. A possible lead dislodgment was suspected. A revision took place and the device was explanted and when measuring the lead with the pacing system analyzer (psa) everything appeared normal, but when connecting the lead to this device no pacing was seen while sensing was normal. The lead was repositioned but the same results were seen. A new device was implanted with the right ventricular lead. The patient had a sinus rhythm thus no asystole for > 2 seconds was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
---